Manufacturer narrative:
The clinical analyst reviewed the received questionnaire and stated the following: ¿the complaint was opened due to a questionnaire received. A registered nurse (rn) reported a posterior capsule (pc) tear occurred during the phaco procedure. The patient was a (B)(6) old female. The incision was enlarged. There was vitreous loss. An anterior vitrectomy was required. The pre-selected intraocular lens (iol) was opened but not implanted due to needing a three-piece iol instead. The patient was not hospitalized. The patient has a history of: diabetes, post-subcapsular retinopathy, and tear film insufficiency. No posterior capsular opacification (pco) was observed. No sign of retinal detachment. The device is not available for evaluation. No samples are being returned for evaluation. The rn noted the outcome of the event is unknown. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported a patient experienced a posterior capsular tear during a cataract procedure. The customer indicated there was vitreous loss and the incision was enlarged. The case resulted in implanting a three piece lens and performing an anterior vitrectomy. Additional information has been requested.